Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-32676. It was reported that the patient experienced ineffective stimulation. The patient was not getting good results with one lead. The physician had images taken and it showed on lead had moved. The patient underwent surgical intervention in which one lead was explanted and replaced. It is unknown to the manufacturer which lead was explanted and replaced, therefore both leads are being reported on.